Manufacturer narrative:
Example for when the device was not received but unsure if remains implanted evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) procedure, as the surgeon attempted to deliver the lens, it failed to deliver. The surgeon opened a new iol and completed the case with no patient harm.